Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of b line stick down leading to obstructed flow can be confirmed based on lot history. The probable cause is related to a molding error in manufacturing that could lead to crushed spikes on the claves of the secondary port causing stick downs.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported that the customer has had a systemic anti-cancer therapy (sact) spillage incident from a faulty b line port. The patient received premeds and one sact agent with no issues. Prior to connecting the second sact agent the line was back primed but when the pump was set to infuse the pump alarmed with a fault. The faulty line was not retained due to sact contamination. The status of the product at the time of event was during infusion. The customer added that another nurse was administering intravenous sact to a different patient- pre hydration fluids, pre-medications, flushes, initial infusion of IV sact via port "b" on the primary plum set. On back priming the line to commence the second IV sact infusion the nurse asked me to check the pump / set / and access device (cannula / PICC). As the issue was identical to the previous situation, I immediately checked the "b" line port and discovered the same issue with the bung within the entrance to the "b" line having sunk within the chamber thus obstructing the flow of fluids to the patient but allowing the secondary set to be back primed into prior to treatment administration. Unfortunately, as the set was contaminated with IV sact it had to be disposed of but prior to removing the device and exchanging it for a replacement primary plum set (minimizing any potential risk of exposure to either the nurse or patient to the IV sact) I carefully photographed the fault within the chamber avoiding capturing the patient or risking gdpr breech within the images.". There was patient involvement. There was no actual spillage of sact. Neither of the infusions could proceed via the affected line b sets. They could only back prime. There was unknown harm.